Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received one unsealed and one sealed 22ga x 1.00in. Nexiva units from lot number 3059777. Additionally, 5 photos were provided. A leak test was performed on both units they were also flushed and aspirated. No leaks were detected. Through the visual inspection media was discovered in the canister of unit 1, and on the bottom of the canister which usually indicates leakage. Further review of the used unit discovered that the septum may not be aligned properly with the canister. There also appears to be damage to the top of the canister when comparing it to unit 2 (the unused unit). The reported issue was confirmed and determined to be manufacturing related for the observations made with unit 1. During manufacturing this may occur during assembling the secondary septum in the canister. It is possible for the septum to not be fully seated, or damaged due to machine misalignment. This may cause leakage during use. An equipment design of placing parts assure orientation and alignment to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. See manufacturer narrative below.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port leaked blood at the septum. The following information was provided by the initial reporter, translated from japanese to english. Blood leaks from the catheter septum area. Blood leaked during use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.